Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 09.804.500s, synthes lot # 82237160, supplier lot # 82237160, release to warehouse date: 28 jan 2022, supplier: (B)(4) , no ncrs were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is 10-november-2023. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent vertebroplasty. During the procedure, the balloon ruptured when the inflation pump was directed at pointer 16, resulting in incomplete expansion of the metal stent within the body. The surgeon opted to continue the procedure, and the cement prematurely solidified during the injection process with an estimated application time of 13 minutes. The cement and metal stent were both extricated from the body when the introducer needle was withdrawn. Subsequently, an artificial bone was implanted as a rescue measure, extending the surgery duration by 1 hour. Two days after the procedure, the patient reported pain, they are currently receiving treatment in the hospital. No fragments were generated. No additional information is available. This report is for a vertebral body stent-small. This is report 2 of 2 for (B)(4).